Event description:
It was reported that the customer had a sensor glucose vs blood glucose anomaly on the insulin pump. The customer's blood glucose level was 141 mg/dl. The troubleshooting was performed. The customer was advised that this may be related to site location, rotation and insertion technique, tape type and technique. It was explained to the customer that the sensor may be responding to changes in glucose. The customer was to continue sensing while monitoring the insulin pump. The patient was advised to contact mdt if issue recurs.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.